Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose level were 518 mg/dl. The other blood glucose level was 327 mg/dl. The customer stated that their blood sugar went higher as they might have knocked something off on the insulin pump when they were trying to bolus. The customer stated that they were not able to complete the bolus. The customer declined further troubleshooting. The insulin pump will not be returned for analysis.